Event description:
It was further reported that the problem was first identified during preparation for use, prior to an unknown endoscopic procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be 15-sep-2021. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was duplicated and it was determined to be due to the malfunction of the brightness adjustment unit further stating that it becomes too bright when the subject device approaches to a tissue. However, they cannot determine the cause of the malfunction. Other incoming inspection finding: lighting hours of the lamp exceeded 300 hours, and its light output was out of specifications. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
Date returned to manufacturer date unknown. Information has been requested but unknown at this time. The device was returned for investigation. Upon evaluation of the device, faulty iris printed circuit board failing to function properly was noted. In addition, an olympus lamp life meter reading at 300+ hours and light output measuring out of range were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera iii xenon light source lamp becomes too bright whenever it comes near a tissue. The event occurred during procedure. During a standard service inspection of the customer returned device, faulty iris printed circuit board was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.